Manufacturer narrative:
No report of patient involvement. The biomedical engineer trouble shot this reported fault with ge healthcare technical support. The breathing manifold bag/vent poppets were worn. The manifold seals were replaced, and the unit was retuned to service. No report of patient involvement. The biomedical engineer trouble shot this reported fault with ge healthcare technical support. The breathing manifold bag/vent poppets were worn. The manifold seals were replaced, and the unit was retuned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The switch had to be toggled a few times in order for ventilation mode to change. There is no report of patient involvement.